Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Sweet trial case 11. It was reported that post procedure stent thrombosis occurred. A synergy drug eluting stent was placed and one hour and 53 minutes post procedure thrombosis of the left anterior descending artery occurred. Repeat percutaneous coronary intervention was performed to resolve the event.